Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2023 for a follow-up. Review of the transmission revealed that the pacemaker was under-sensing atrial fibrillation signals. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.